Manufacturer narrative:
A compromised force sensor alarmed during basic occlusion test due to protrude drive support disk. The pump was unable to perform prime test due to loose drive support disk. The pump was received with minor scratched display window, cracked case at display window corner cracked battery tube threads, cracked reservoir tube lip and cracked belt clip slot. (B)(4).

Event description:
The customer reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that he put a new reservoir and it alarmed compromised force sensor system. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear sticking out. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.